Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6), 2011 to remove skin overgrowth on the abutment. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.